Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a fiber like particulate was observed "inside" a large volume infusor. The location of the fiber was not reported. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was filled with fluorouracil 3840mg. H4: the lot was manufactured between june 1, 2023 - june 2, 2023. H11: the actual sample was discarded; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed the infusor device containing fluid in the bladder. The reported particulate matter could not be observed from the photograph. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.